Manufacturer narrative:
The referenced device was returned to olympus for repair. The repair evaluation confirmed the customer¿s reported problem, horizontal lines (image not visible) were found on the image due to a damaged cable. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed via repair request that the customer high-definition autoclavable camera head has an image defect, ¿you see stripes¿ which was found during procedure. The customer reported the problem caused a slight delay but clinically relevant. No death or injury was reported. The device will be returned for repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the broken cable could not be determined. Damage to the camera cable can be prevented by following the instructions for use which states: ·do not coil the camera cable with a diameter of less than 20 cm. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. ·do not use excessive force when wiping the external surfaces of the camera cable. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. ·never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.